Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the patient's entire scs system was explanted.

Event description:
It was reported the patient when the ipg is on and the patient presses against it the ipg shorts out by going on and off. It was also reported the patient experienced stinging at the ipg site. X-rays did not reveal any anomalies. Follow-up information revealed no further interventions have been planned at this time.